Event description:
It was reported that the patient has a history of cerebral infarction, benign prostatic hyperplasia, osteoporosis, and lumbar degenerative disease. On (B)(6) 2025, at 8:00 am, the patient underwent transurethral ureteroscopy under intravenous anesthesia. Postoperatively, a single-use sterile urinary catheter was indwelling. During catheter placement, it was noted that the catheter's soft material caused slow fluid entry at the inflow end. The catheter was immediately replaced and the incident reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin rubberized wall causing collapsed or pinched inflation lumen under the balloon or along shaft. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has a history of cerebral infarction, benign prostatic hyperplasia, osteoporosis, and lumbar degenerative disease. On (B)(6) , 2025, at 8:00 am, the patient underwent transurethral ureteroscopy under intravenous anesthesia. Postoperatively, a single-use sterile urinary catheter was indwelling. During catheter placement, it was noted that the catheter's soft material caused slow fluid entry at the inflow end. The catheter was immediately replaced and the incident reported.